Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant). Corrected: e4, g1 (manufacturing site name). Recaptured codes on h6 (medical device problem code). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part: 04.211.020ts. Lot: 8l98427. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 17 jan 2022. Expiration date: 01 jan 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for clavicle fractures. A va clavicle plate was used. Following proximal fixation, the distal fragment fixation was performed by drilling an appropriate hole and inserting a locking screw; however, torque applied during insertion prevented the screw from locking to the plate. The surgeon tried to insert the screw further using a screwdriver with no torque, but when the screwdriver was turned, the screw broke off just below the head. The surgery was completed successfully with no surgical delay. No further information is available.